Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the na (sodium) reference and sample electrodes, ratio pump, flowcell, carbon bridge and the ise preamplifier to resolve the issue.

Event description:
The customer reported that the unicel dxc 600i synchron access clinical system generated a false high na (sodium) result for 1 patient sample. The result was reported out of the lab. Treatment was not impacted. Qc is run once per day and on the day of the event, was within lab-established ranges, 1 and ½ mmol/l above the mean. It is unknown if this qc was run before or after the sample.